Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software did not allow a bolus to deliver. Customer's blood glucose ranged between 220-240 mg/dl. Although requested, the customer declined troubleshooting and declined to provide additional information.